Manufacturer narrative:
UDI number: na.

Event description:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly elected revision surgery due to decreased performance. The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The internal visual inspection revealed a broken substrate region. This is believed to have occurred during the case removal process. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.